Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Inspection found a loose speaker connector, causing an audio speaker fault. In the software, there is an audio correlation that occurs to determine the speaker is not working, which causes a delay in detection, but the audio speaker fault watchdog does occur.

Event description:
The customer reported the speaker does not function when spo2 is plugged in and no pulse sounds. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the speaker does not function when spo2 is plugged in and no pulse sounds. No patient impact or consequences were reported.